Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted during a prolene suburethral sling, anterior repair and cystoscopy with suprapubic catheter insertion procedure performed on (B)(6) 2007, for the treatment of stress urinary incontinence and cystocele. As reported by the patient's attorney, the patient had experienced an unspecified injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2007, the date the sling was implanted, as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. This event was reported by the patient's legal representative. The implanting surgeon is: dr. (B)(6). (B)(4).